Event description:
The customer reported that the display is dim on a v60. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported a v60, display is very dim. Unit has a 1st gen lcd and would need to be updated to the 2nd gen lcd. Biomed requested to have the user interface (ui) assy. Replaced, and the unit already has software 2.10. Product support provided the customer letter regarding the nav-ring and the 35-volt rail replacement. The customer will install the (ui) assy. And repair the unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.